Manufacturer narrative:
The actuator will be returned to liko inc and then sent to MFR for analysis.

Event description:
Facility reports that, while a resident was being transferred from bed to wheelchair using an uno 102 pt lift, that the actuator broke causing the resident to fall onto the bed. No injury was reported.